Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7056459. Product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(6), batch: 352902.

Event description:
It was reported that the patient experienced inadequate pain relief despite multiple reprogramming. X-ray showed that the leads migrated and had high impedances. It was also noted that the implantable pulse generator (ipg) was no longer taking and keeping a charge. The patient underwent a revision procedure wherein the leads and ipg were replaced with a magnetic resonance imaging (MRI) compatible device. The patient was doing well postoperatively and the explanted device components were not returned.